Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Addr01 implantable pulse generator (ipg) implanted: 2009-(B)(6).

Event description:
It was reported that a ventricular lead warning was triggered due to low pacing impedances. A review of the history showed that the polarity had switched from bipolar to unipolar in 2011 due to a lead warning. It was further reported that the patient experienced a shart pain during pacing. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Auto lead diagnostics shows the ventricular lead has a number of short circuit/low impedance paces and a warning occurred on 2013-(B)(4).